Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer's biomed is replacing batteries and no action or repair is required of us.

Event description:
The customer reported that a pre-charge voltage error displayed at startup. This also occurred during a procedure. The customer completed the procedure on the same unit. No patient injury was reported.